Event description:
Per customer complaints: (B)(6) 2013, worked well for about 3 nights and states that the product separated on him when he was using it. Want to know if we can sen out to him a new one for his trouble. Consumer did confirm holes in the front of the device due to the fitting. Per customer complaints requested replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.